Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses patient one (4) of four (4). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal swab ( puritan sterile foam tipped applicator). Repeat testing was not performed. Confirmation testing (x2) on nasopharyngeal swabs with pcr generated negative results. CT values not provided. The patient was symptomatic. The customer confirmed there was no patient harm due to the test results. The customer reported the patient missed two days of work.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1016202 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1016202, test base part number 190-430 / lot 1016202. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1016202 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. Review of complaints against the kit lots for the reported issue indicates product performance is as expected and have not identified a product deficiency.